Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6, h10, h11. Corrected fields: g1.

Manufacturer narrative:
Communication/interviews: at this time, the customer has not requested for getinge to evaluate the cardiosave intra-aortic balloon pump (iabp) unit involved in this event. A getinge stm has conversed with the customer over the phone. Clinical applications will contact the customer for follow up training. The customer let the unit run on a test balloon and trainer outside of patient environment with no issues. The unit was placed back into clinical service by the customer. A supplemental report will be submitted upon completion of our investigation. Device not returned to manufacturer.

Event description:
It was reported by the customer that after displaying a gas loss alarm, the cardiosave intra-aortic balloon pump (iabp) unit went into standby while in use. No patient harm, serious injury or adverse event was reported.